Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited erratic, but high out-of-range shock impedance measurements in the 120-135 ohms range over the last month, and a shock impedance of 135 ohms was observed in-clinic. This crt-d system had recorded a delivered shock impedance of 110 ohms in june, and therapy was appropriately delivered due to ventricular fibrillation (vf). It was noted that this patient was non-compliant with monitoring/follow-up, and the office visit at the time of report was the first visit since 2019. Technical services (ts) discussed troubleshooting options and programming considerations. A communicator was ordered for remote monitoring, and regularly scheduled follow-up was recommended. This crt-d system remains in service. No adverse patient effects or interventions were reported at this time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited erratic, but high out-of-range shock impedance measurements in the 120-135 ohms range over the last month, and a shock impedance of 135 ohms was observed in-clinic. This crt-d system had recorded a delivered shock impedance of 110 ohms in june, and therapy was appropriately delivered due to ventricular fibrillation (vf). It was noted that this patient was non-compliant with monitoring/follow-up, and the office visit at the time of report was the first visit since 2019. Technical services (ts) discussed troubleshooting options and programming considerations. A communicator was ordered for remote monitoring, and regularly scheduled follow-up was recommended. This crt-d system remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that right ventricular (rv) defibrillation lead of this cardiac resynchronization therapy defibrillator (crt-d) system was scheduled or extraction/replacement due to high, out-of-range shock impedance measurements. During the lead extraction, it was determined that the right atrial (ra) lead and the ra coil of the rv lead had become bonded, thus the ra lead was extracted along with the rv lead. It was noted that a significant amount of fibrotic tissue had encapsulated the shock coil, and was suspected to have been contributed to the high out-of-range shock impedance measurements. Both extracted leads were significantly damaged by the extraction tools, and new leads were successfully implanted with acceptable lead parameters. The crt-d remains in service. No additional adverse patient effects were reported. The patient is expected to have a full recovery, and will continue to be monitored.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.